Event description:
It was reported that there was a problem with the patient programmer, intermittent stimulation, and a loss of therapeutic effect. Reporter was not able to make adjustment both with or without antenna attached. Reporter stated that the screen would not advance past the sync screen while using the antenna or without antenna. It was reported that stimulation had been intermittent for almost a month. Therapy seemed to be working sometimes but other times not at all. It was reported that there was a return of symptoms. The patient was experiencing a return of leaking and trouble emptying bladder. The patient had contacted the health care professional (hcp) but had yet to hear back from him. It was also reported that the therapy had helped with urinary tract infections (utis). Additional information had been requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v508978, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v508978, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).